Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was restrapped to the 6-125 selection for ac power and subsequently power cycled with no issues. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's workstation emitted a constant buzzing alarm sound indicative of the low/high ac voltage alarm. No patient injury was reported.